Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/19/2024, that on 10/05/2024, the patient experienced a skin reaction. Date of event is an approximation. The sensor was inserted into the arm on (B)(6) 2024. On 10/05/2024, it was reported that a skin reaction at the puncture site occurred. The arm was cleansed with alcohol prior to insertion. The symptoms included redness, inflammation, and an abscess (infection) at the puncture site. He had pain in the area. He consulted a health care professional (unspecified date) who prescribed an oral antibiotic (cephalexin 500 mg tab) which was started on (B)(6) 2024. The patient was in good condition at the time of report. No additional event or patient information is available.